Event description:
The customer reported alarm supply failed, backup alarm failed and auxiliary alarm supply failed errors. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date rec'd by MFR: 24oct2019. Date of report: 25oct2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the power management board. The customer reported that during the examination it was revealed that the cooling fan filter was very dirty. The filter was cleaned and re-tested. The failure codes did not repeat over 24 + hours of test time. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05aug19. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported alarm supply failed, backup alarm failed and auxiliary alarm supply failed errors. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.